Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
Zimmer received on (B)(6) 2014 from (B)(6) a user report regarding a breakage of a cerasul alpha insert neutral mm/28. Ther user report (B)(6) states: "a breakage of a cerasul inlay has occurred. It is reported since four years ago, pt presented with intermittent discomfort. It is also reported approximately 1.5 years ago, pt did a jump about 1,5 meters height, did not lead in discomfort became worse. No other trauma was reported." At this time, according to the available info and documents it is unclear if a revision surgery has taken place.